Event description:
The defibrillator was observed to charge normally but reportedly would not transfer energy to a pt when the paddles discharge buttons were pressed, the observation or observations upon which this discrepancy was based was not reported.